Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: this complaint is not for a specific product failure, but rather the customer is asking for differentiation between sodium heparin and lithium heparin tubes. No failure was reported, nothing to investigate. Conclusion:potential solutions could include using a hemogard closure on sodium heparin tubes and a conventional closure on lithium heparin tubes, or using a brightly colored label on one to make distinguishing the tubes easier and quicker. Root cause: na. Rationale: na.

Event description:
It was reported during use with the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes the customer had difficulty distinguishing between sodium heparin and lithium heparin tubes and putting the specimen in wrong tube. This event occurred 2 times. The following information was provided by the initial reporter: the nurse was drawing urgent blood work and a sodium tube was in the wrong place and used as the wrong tube. The nurse feels the sodium heparin and lithium heparin tubes are too close in color and is a problem.